Event description:
It was reported that a user experienced hyperglycemia requiring evaluation in the emergency department while using the ilet, and the healthcare provider instructed the user to perform a factory reset and to announce all meals going forward. Symptoms included high blood glucose. Outcomes included emergency evaluation without reported device alarms. Investigation included a review of the reported event and collection of additional information from the user. Investigation of this case revealed that the cause of hyperglycemia remained undetermined, with potential contributory factors under assessment. It was concluded that the event was user- and use-context dependent with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.